Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a skin irritation on (B)(6) 2014. Patient stated that they experienced a red and itchy rash in and around the site of sensor insertion and has treated it with various skin creams. Patient reported that the rash leaves a scar. At the time of contact, patient did not report any medical intervention.

Manufacturer narrative:
(B)(4).